Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) while in atrial fib rillation (af) due to the right ventricular (rv) lead dislodging after the patient had twiddled the lead into the right atrium. A lead revision was attempted; however, the helix would not extend due to tissue on the tip of the lead. The lead was explanted and replaced. The device remains in use. No further patient complications have been reported as a result of this event.